Event description:
Patient was implanted with the verichip due to the nature of her previous employment. She was told the device was turned off, however she believes it's been hacked and turned back on. She has experienced multiple episodes of radioactive interference, as well as having her personal information stolen from nearby devices. She reports feeling vibrations in her abdomen, ear pain/disability, as well as external communication. She was diagnosed with hodgkin's lymphoma in 2008 and she believes it may be from the device. Patient has tried to have the device removed, however no one understands the technology nor has the equipment to remove it.

Event description:
Add'l info received from a reporter on 03/28/2019 for report mw5075231. Pt stated that she continues to experience adverse effects from the debris of the implants. The ae are as follows: high blood pressure, dizziness, severe ear pain, and foreign objects still in her body. She said at times she cannot hear anything almost like a deaf.